Manufacturer narrative:
The complaint can be verified. E7002 errors were found in the history, and the vibrator motor does not function. An internal defect of the vibrator led to the problem. The acoustic and visual alarm functions are not affected.

Event description:
Reporter initially stated the infusion device displayed an e7 electronic error that could not be cleared by changing the battery and battery cover. No physiological effects were reported. The infusion device was received by the first level investigation unit, and it was found the vibra alert does not function. Additional information will be submitted when the evaluation is complete.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report. Device evaluation is in progress.